Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a peripheral neurostimulator (pns) for complex regional pain syndrome type 1 and spinal pain. It was reported that on (B)(6) 2017, the patient turned their system up and it was uncomfortable but they were unable to turn it down, so they went to the emergency room. It was reported that the patient was forced to walk through a security screener. No actions were taken to resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.